Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, a resistance was encountered. When the device was removed, it was noted that the distal stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported.